Event description:
It was reported that at a recent device interrogation, the patient's device indicated that it should be replaced and the longevity read "zero" although the battery voltage and impedance did not indicate replacement. It was noted that the information was not apparent at the previous device check. There is suspicion of premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device meets expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device meets expected longevity. Performance data was collected from the device and analyzed. Analysis revealed there was an ageing timestamp of (B)(6) 2012. A depleted timestamp of (B)(6) 2012. And both were after the explant date of (B)(6) 2012.